Event description:
The customer had received a reading of 350 mg/dl on the meter, while the doctor had gotten a reading in the 200 mg/dl range. The difference in these readings, if acted upon, may be clinically significant. While on the phone, an offer was made to check the meter. The customer did not have the requisite supplies on hand. It was learned that customer had also been using excel off brand reagent strips. It was explained that bayer does not provide or support the use of off brand reagent. The requisite supplies were sent to the customer. Follow-up contact was made with the customer to complete testing. The meter was found to meet specification. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise. This complaint is considered closed for purposes of MDR.